Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 50ml ll package was damaged /defective. The following information was provided by the initial reporter: it was reported that I find two rows of taped syringe packages in the box, two of which are individually opened before use

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: three photographs and twenty-eight physical samples were provided to our quality team for investigation. Visual evaluation of the photographs showed the package label with two overlapping layers of paper and red tape visible across the package. Evaluation of the returned product confirmed that twelve samples had red tape adhered across the packaging strip. A device history record review did not reveal any documented quality issues during the production of lot number 2510069 that could have contributed to this observation. Red adhesive tape is used during the packaging process when a paper roll is replaced, to secure the end of the outgoing roll to the new roll. The packaging equipment is designed with a detection system to identify this material and automatically reject the affected product to scrap. This system is challenged weekly, no incidents were found during manufacturing of the reported lot. Although a specific root cause could not be identified, it was determined this incident occurred due to operator error, failing to properly place the adhesive during replacement of the roll as well as the detection system not properly identifying and rejecting the impacted product. Manufacturing personnel have been informed of this event to increase awareness and prevent recurrence. Complaints related to this device and the reported condition will continue to be monitored by the quality team for any emerging trends.

Event description:
No additional information.